Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and shocks due to atrial fibrillation. Reprograming options were discussed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and shocks due to atrial fibrillation. Reprograming options were discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that two more episodes were recorded due to atrial fibrillation. Both self-terminated. Optimization of medication was performed. Troubleshooting was performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h11: with the available information, boston scientific concluded the clinical observation of inappropriate shock is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and shocks due to atrial fibrillation. Reprograming options were discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that two more episodes were recorded due to atrial fibrillation. Both self-terminated. Optimization of medication was performed. Troubleshooting was performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of inappropriate shock is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Additional information was added to the following fields: b5: describe event or problem field. H6: patient codes. H6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and shocks due to atrial fibrillation. Reprograming options were discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that two more episodes were recorded due to atrial fibrillation. Both self-terminated. Optimization of medication was performed. Troubleshooting was performed. This device remains in service. No adverse patient effects were reported.